Manufacturer narrative:
This report is filed february 20th, 2015.

Manufacturer narrative:
(B)(4). The implanted device remains.

Event description:
Per the clinic, the patient was taken to the operating room (date not reported) to reposition the electrode array. The implanted device remains.